Event description:
It was reported to boston scientific corporation that spaceoar was implanted into the perirectal fat during a spaceoar insertion procedure performed on (B)(6) 2020. Reportedly the procedure was performed under general anesthesia. According to the complainant, during hydrodissection the needle was noted to be in the prostate. The physician readjusted for accurate placement; however, some of the spaceoar gel was injected into the prostate. Magnetic resonance imaging (MRI) showed that nearly all of the spaceoar is intraprostatic, posterior to the urethra, and a small amount is between the prostate and rectum. The patient had urinary retention, and as of (B)(6) 2020 this has resolved. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code 3009 captures the reportable event of gel misplaced non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: corrections made to b6 and b7.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted into the perirectal fat during a spaceoar insertion procedure performed on (B)(6) 2020. Reportedly the procedure was performed under general anesthesia. According to the complainant, during hydrodissection the needle was noted to be in the prostate. The physician readjusted for accurate placement; however, some of the spaceoar gel was injected into the prostate. Magnetic resonance imaging (MRI) showed that nearly all of the spaceoar is intraprostatic, posterior to the urethra, and a small amount is between the prostate and rectum. The patient had urinary retention, and as of (B)(6) 2020 this has resolved. There were no additional patient complications reported as a result of this event.